Event description:
Customer's mother reported via phone call, the customer was at the doctor's office and was unable to upload the information due the device was missing the label. Customer's mother was advised the insulin pump need to be replaced. Customer's mother was returning the device for further analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts noted. Displacement test was not performed due to blank display. The following cosmetic damage was noted: minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing address/serial number label noted.